Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 3000mcg/ml. The pump's indication for use (IFU) was listed as intractable spasticity. The pump was implanted (B)(6) 2016. The patient developed a pocket infection which was confirmed in the last week. The patient had sudden symptoms of fatigue. The patient was put on antibiotics and the pump was being removed. On (B)(6) 2016, the pump was filled for the first time and programmed to deliver 144mcg/day. Later on (B)(6) 2016, the patient was lethargic and presented to the emergency room where the pump dose was lowered to minimum rate. At the time of the report it was noted that the pump was making the patient very lethargic so they were turning it off as the dose could not be lowered any more. The pump was being explanted on friday ((B)(6) 2016).additional information has been requested for pump drug information, other medications that the patient was taking at the time of the event, medical history, diagnostics performed and cause of the infection and fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.